Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and bupivacaine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient experienced a pocket fill over the holiday and started vomiting on (B)(6) 2017. It was noted she vomited for over a month and lost 50 pounds in four weeks. It was also reported the patient was obese and has post traumatic stress disorder (ptsd). No further complications were reported/anticipated or expected.